Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff was no longer inflated, so its use was discontinued. The event occurred during infusion at the facility. There was no reported patient harm/adverse event.

Manufacturer narrative:
Received one device. Visual inspection found no damage or anomalies were observed. In attempts to replicate clinical use the tracheal tube was inflated using the returned syringe. It was observed that the cuff inflated however it deflated. The cuff was inflated again and put in a water bath. A leak was observed to be coming between the base of the cuff and the main tube. A channel was observed. The complaint of not being able to inflate the cuff can be confirmed. The probable cause is due to a welding error during manufacturing in tijuana. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.